Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted (B)(4) regarding a system error 2240 that appeared on the home choice (hc) during initial drain. Gts explained the alarms and reviewed proper procedures. Gts assisted the hp to cycle power to clear the alarm and to start over with new supplies. Product surveillance (ps) spoke with the hp, who said air was not visible in the setup. The hp stated there was nothing wrong with the supplies. Ps spoke with the hp's clinic, who said they were not aware of any complications related to the alarm. The patient was involved but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was not confirmed. The root cause was undetermined. A labeling review was not completed because no use error was suspected. The device was requested but was not available. The lot number was not available therefore a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).